Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient developed a rash underneath the patch. A physician looked at the rash, but no further medical intervention was required.at the time of the call to dexcom technical support, the patient was not in pain. The rash was itchy.